Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the control unit did not function, the controller was defective and the engine showed signs of wear on the battery reamer device. It was further determined that the device failed pretest for marking and labeling and functional test. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.